Event description:
It was reported that the lead showed "intermittent loss of capture" four days after implantation. The loss of capture could not be duplicated via isometrics; therefore, the physician opted to replace the lead. The lead was returned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4). Product summary: analysis found no anomalies.

Event description:
It was reported that the lead showed "intermittent loss of capture" four days after implantation. The loss of capture could not be duplicated via isometrics; therefore, the physician opted to replace the lead. The lead was returned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4). The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.